Event description:
Hcp wrote: "during a cervical spine surgery this week, an acis cage totally crumbled during impaction." Concomitant device reported: unknown impaction instrument (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device.